Event description:
The customer reported that the unit went to ventilator inoperative with error code message of "flow sensor failure." The customer reported that there was no patient involvement.

Manufacturer narrative:
The failure investigation (fi) lab received an exhalation flow sensor for evaluation. Visual inspection of the exhalation flow sensor revealed no evidence of damage or contamination. Fi technician tested the exhalation flow sensor and the reported problem could not be duplicated. No fault was found on the returned exhalation flow sensor. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no fault was found on the returned exhalation flow sensor.